Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the adhesive around the light guide (lg) lens is peeled, the adhesive on the bending section cover (a-rubber) is detached, and there is a dent on the channel tube, as the forceps cannot be inserted smoothly. Based on the results of the investigation, the most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the oes hysterofiberscope exhibited that the adhesive around the light guide (lg) lens is peeled, the adhesive on the bending section cover (a-rubber) is detached, and there is a dent on the channel tube, as the forceps cannot be inserted smoothly. There were no reports of patient involvement.